Event description:
The manufacturer received information alleging that a patient experienced a malfunction while using a rep dreamstation auto bipap device. According to the report, the device¿s air supply weakened and was no longer being properly distributed. During the event, the patient reported experiencing pain and difficulty breathing. The device was returned to the manufacturer¿s service center for evaluation however, the reported issue has not yet been confirmed. In conclusion, the device requires replacement to address the concern. The root cause of the reported malfunction has not been determined at this time.

Manufacturer narrative:
The manufacturer previously reported information alleging that a patient experienced a malfunction while using a rep dreamstation auto bipap device. According to the report, the device¿s air supply weakened and was no longer being properly distributed. During the event, the patient reported experiencing pain and difficulty breathing. During the device evaluation, the airflow being weak issue was not confirmed. Since dirt was confirmed, the following parts were replaced: ui panel, upper enclosure. Additionally, the accessory module flip door was missing, an accessory module flip door was installed. Since adhesion of life related smell was confirmed, the following parts were replaced: blower box, blower outlet seal, blower upper cap, blower isolator, flow sensor seal, pressure sensor seal, pollen filter.